Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. Device recall number: z-2000-2021.

Event description:
It was reported that this pacemaker's battery was depleting prematurely due to high hydrogen induced leaky capacitors. Device was explanted and returned to boston scientific. No additional adverse patient effects were reported.